Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having several no delivery alarms. The customer was advised the alarms could be caused by many reasons. The customer was advised to call back to troubleshoot when the alarm occurs. No additional information provided.